Event description:
It was reported that during a supply change on an ilet system, the user and caregiver could not access the rewind step. An agent provided step-by-step guidance to complete the supply change and insulin delivery was resumed, with a reported blood glucose of 269 mg/dl and the user wearing a 6 mm, 23-inch infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.